Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-03198. It was reported the patient experienced ineffective stimulation with their scs system and that the s1 lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and l3 lead were explanted to address the issue. However, the s1 lead was unable to be explanted.

Manufacturer narrative:
Correction: the following statement should have been reported in the initial report: "the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined."